Event description:
Subject: complaint regarding freestyle libre 3 performance and customer service issues. Dear FDA medwatch, I have been using the freestyle libre 3 continuous glucose monitoring (cgm) system for approximately 18 months. In my experience, about 1 out of every 4¿5 sensors has encountered issues such as falling off prematurely, displaying error messages, or showing significant discrepancies (greater than 20 mg/dl) compared to fingerstick values obtained from a blood glucose meter. These discrepancies can sometimes show readings that are either higher or lower than actual glucose levels while these issues are inconvenient, the company has generally replaced faulty sensors upon request. Details of the recent incident: date and time: on (B)(6) 2025, at approximately 8:50 pm, I applied a new sensor. Initial issue: about an hour later, the first reading from the sensor was 67 mg/dl, which was an 80 mg/dl discrepancy compared to my blood glucose meter value of 142 mg/dl. Understanding that the company advises a 24-hour stabilization period for new sensors, I decided to wait. Subsequent issue: at approximately 3:00 am on (B)(6), the libre 3 app displayed an error message indicating it could not read from the sensor. This issue persisted until about 10:30 am, an 8-hour period with no readings. When the readings resumed, the sensor showed a low value of 52 mg/dl, which was inaccurate compared to my blood glucose meter reading. Interaction with customer service: (the case number is (B)(4)) I contacted libre 3's customer service to request a replacement sensor. However, I was informed that I had reached the company's replacement limit and was no longer eligible for a replacement. I explained that this was not my fault, as the product was clearly malfunctioning, but my concerns were initially dismissed. After an hour-long conversation with a supervisor, a replacement was reluctantly approved. Concerns raised: policy transparency: when I inquired about the company's replacement policy, the supervisor failed to provide a clear explanation of the guidelines. Aspirin and sensor accuracy: the supervisor suggested that my low readings might have been caused by taking aspirin. However, this information was never disclosed by the company. The only warning provided in the product literature pertains to high doses of vitamin c. When asked for guidelines about aspirin's effect on libre 3 readings, the supervisor stated that this issue applied to older devices, not the libre 3, leaving me confused about the company's official position. Product performance: while I understand minor discrepancies within +/-10% are acceptable, discrepancies greater than this threshold are concerning. Furthermore, the 8-hour period during which the sensor failed to provide any readings demonstrates a malfunction. Despite this, the company initially denied responsibility and resisted issuing a replacement. Request for support: I believe the freestyle libre 3 is not consistently meeting the expected standards of accuracy and reliability, and the company's replacement policies are unclear and inconsistent. Given the frequency of malfunctions and the inadequate customer service response, I request your support in investigating this matter to ensure the product meets regulatory standards and that the company adheres to fair consumer policies. Thank you for your attention to this matter. Sincerely, (B)(6).